Event description:
3/3 (reference (B)(4) for related complaints) - documenting cadd legacy pump #2 involved. Patient treated in homecare for pah. Pump starts very beeping very loudly and then runs. After a while, the pump stops running, alarms and display "no disposable". Pump does not stop beeping until batteries are removed. This happened with the 2 pumps of the patient, 3 times in one week with different batch of cassettes. Note : aware date listed (B)(6) 2022.

Manufacturer narrative:
Other text: d5: correction: patient was the operator of the device. H6: event problem and evaluation codes: updated. H10: device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.